Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rigid endoscope sheath's ceramic tip was damaged. The issue occurred during preparation for an unspecified procedure. The intended procedure was completed with a similar device. There were no reports of patient harm or procedural delay.